Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device the reason for call was caller reported the patient was implanted yesterday and they are trying to get the devices working. Caller stated they have scanned the code probably 10 or more times but it is not picking up the scan. Agent attempted to ask clarifying questions regarding what code caller was scanning and what they were attempting to do (charge implant or connect through mystim app) and caller stated they are just trying to connect the battery charger to the phone. Caller did not know if the implant had been charged and could not confirm if healthcare provider (hcp) had advised the patient to begin charging the implant. Caller had spoken to mdt rep today and was given the number for patient services. Agent reviewed information regarding using the recharger on an unhealed wound and advised caller to confirm with hcp that patient is to begin charging the implant and, if so, agent advised caller to call back for further assistance. .patient rep called back stating patient was implanted 3 weeks ago and the communicator had not been working. Serial number could not be obtained as patient rep did not have the equipment with them. Patient rep reported the bluetooth disconnected and patient had to rescan it. Sometimes it scanned and connected and sometimes it did not. Patient would lay the phone on communicator and sometimes it said no device found or no device response. Sometimes I said to place communicator over implant and patient did it and it did not work. Patient kept the communicator charged and kept implant charged. Patient rep tried a reset. Patient rep met with a rep 3 times. Another rep replaced the communicator about 10 days after implanted. The 2nd communicator was doing the same thing. Last time patient saw the rep was on friday at noon. Another rep witnessed it was not working properly. At 17:24pm bluetooth shut off again and communicator was not working. Stim was high and patient could not turn it down. The devices stopped communicating. Patient rep was not aware where the medtronic rep ordered the communicator from. Reviewed to call back with the patient to troubleshoot. Patient rep said they did not want to troubleshhoot and demanded a replacement. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from rep that the communication issues was very likely user error and they got the communicator and remote to work and when they were in clinic several times to diagnose the issue and reprogram their device. The patient decided the equipment was too much management and now is talking about getting the device removed.